Manufacturer narrative:
The manufacturer did not receive devices for review. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported, that a tc - plt cut clamp 11.5cmsys 1.0/1.2/1.7 was used in a surgery on (B)(6) 2014. The device broke during modeling of the micro plate screen in the surgical procedure. The surgery was delayed for unknown time.

Manufacturer narrative:
Trend analysis: no trend identified. Compatibility check: the compatibility check was performed ( surgical technique normed - titanium plating systems) and showed that the product combination was approved. Review of incoming information: it was reported that the plate cutting plier, tc, 11,5cm (cutting plier 1,5 mm), ref# (B)(4), broke during modelling of the micro plate screen 0.64 x 85 x 55 m, in a surgical procedure performed on (B)(6) 2014. No pictures, x-rays, surgical reports or other documents were available. Devices analysis: a device analysis could not be performed, as the device was not returned for investigation. Possible causes for the reported event: - fracture of instrument due to general corrosion (crevice, pitting, galvanic). Possible: as the device was not returned for evaluation. - damaged instruments due to surgeon or staff unfamiliar with instrument usage and handling. Possible: it is possible that the surgeon or staff was unfamiliar with instrument usage and handling and therefore the device was damaged. - instrument breaks due to off-label / abnormal-use. Possible: as the surgical steps were not provided and no surgical report of implantation is available, an off label use is possible. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).